Event description:
It was reported that the patient went into the hospital after hearing the patient alert. The lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead. The lead also showed oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered and two patient alerts for lead failure predictor on (B)(6)-2012 and (B)(6)-2012. There were six ventricular non-sustained tachycardia episodes of less than or equal to 200 ms between (B)(6)-2010 and (B)(6)-2012. The ventricular short interval count (v-sic) equaled 28.6 counts average per day, in 23.90 days, between (B)(6)-2012 and (B)(6)-2012.